Event description:
Boston scientific received information that the right ventricular (rv) lead implanted with this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement. The field representative has been notified. There were no adverse patient effects reported. Additional information was received that this low shock impedance measurement occurred during an ablation procedure. All other measurements have been good and the patient will be monitored.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.